Manufacturer narrative:
Per the customer, qc before and after the event was within lab established ranges.the customer uses the twice weekly maintenance procedure. A field service engineer (fse) was dispatched: a) the fse bleached the flow cell and replaced parts.a clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding intermittent high sodium (na) results generated by the synchron lx® I 725 clinical system on multiple patient samples.the specimens were also tested on a different instrument and lower na results were generated.customer provided an example of na results.the results were reported out of the lab. It is unknown if treatment was initiated or withheld.